Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
The patient was revised to address metallosis. After review of medical records patient was revised to addressed failed left total hip arthroplasty secondary to metallosis. Operative notes indicated metal wear noted behind the back side of the acetabular liner. Clinic visits reported of pain and elevated metal ions. Doi: 2010; dor: (B)(6) 2017; left hip.